Manufacturer narrative:
Additional devices implanted and/or related to this event: plc271000/ 14132021 UDI (B)(4) and rlt311413/ 14131843 UDI (B)(4). The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2016, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that images (date and modality is unknown) revealed a distal type I endoleak on the left device with artery dilatation and aneurysm sac enlargement. A reintervention was performed on (B)(6) 2021. An additional endoprosthesis was implanted in the left iliac artery to extend the currently implanted device. There was aneurysm sac enlargement, the amount is unknown. There was also a contralateral leg endoprosthesis implanted in the right common iliac artery for prophylactic purposes. The endoleak was resolved and the patient tolerated the reintervention.

Manufacturer narrative:
Correction upon further investigation, it was determined the rlt311413/ 14131843 UDI: (B)(4) did not have any allegation of deficiency.